Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 08 (motor controller fault detected) was confirmed during archive review and initial functional testing. Upon customer approval the defective drive train will be replaced and the device will be further tested to full specification. No physical damage was observed during visual inspection. Archive data review indicated error message ua 08 on the customer reported event date. The platform failed the initial functional testing due to error message ua 08 displayed after performing few compressions due to defective drive train. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during shift check, the autopulse platform (B)(4) was displaying error message user advisory (ua) 08 (motor controller fault detected) when powered on. No patient involvement was reported.